Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side broken device diagnosed by an unknown imaging examination. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported right side rupture diagnosed by ultrasound.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: implant date per email dated on (B)(6) 2024.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported right side device rupture diagnosed by ultrasound. Device has been explanted.

Event description:
Healthcare professional reported an unknown side broken device diagnosed by an unknown imaging examination. Healthcare professional additionally reported right side rupture diagnosed by ultrasound. The device has been explanted.